Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer lok¿ 3 ml syringe bulk convenience pak experienced no label or missing label information. The following information was provided by the initial reporter: material no: 309702, batch no: unknown. I would like to make you aware of a possible manufacture defect trend observed. We have noticed multiple syringe trays from bd with missing variable data information on packaging.

Manufacturer narrative:
Correction. The following annex codes have been corrected. Imdrf annex b grid: b01, imdrf annex c grid: c0501, imdrf annex d grid : d301. H6: investigation summary a complaint of packaging missing lot number was received from the customer. Samples were returned to aid in the investigation of this defect. Though visual inspection the customer complaint was verified. A device history record review could not be performed on model 309702 because a lot number was not provided by the customer. This defect could be caused when the tyveks came attach one on the top of the other, during the printing process, as part of the controls in the process the tyvek is 100% inspected by the operator, therefore we can conclude that there was an incorrect product segregation with the reported sample. H3 other text : see h10.

Event description:
It was reported that the bd luer lok¿ 3 ml syringe bulk convenience pak experienced no label or missing label information. The following information was provided by the initial reporter: material no: 309702 batch no: unknown. I would like to make you aware of a possible manufacture defect trend observed. We have noticed multiple syringe trays from bd with missing variable data information on packaging.